Event description:
It was reported that the customer noticed air bubbles in the cartridge, luer lock, and infusion set tubing. Troubleshooting was performed and air bubbles were successfully expelled. Customer's blood glucose level was impacted (3106 mg/dl). Customer delivered a manual injection to stabilize blood glucose level.

Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.